Event description:
A patient had an atrial septal defect (asd) closure on (B)(6) 2016 in which two defects were present. Stop-flow balloon sizing on one defect was 8 mm and an 11 mm amplatzer septal occluder (aso) was implanted. The second asd was crossed with a guidewire and stop-flow balloon sizing was 19 mm. A 20 mm aso was implanted in the second defect. Ice imaging was utilized during the implant and prior to releasing both devices, tee confirmed correct device placement and stability. Both devices looked well seated and both were occluding the respective shunt and no residual shunt was present. Both devices were confirmed to have anterior/superior/posterior/inferior rim between the left atrial and right atrial disc. Both devices were released successfully. Following discharge, the patient presented to the e.r. On the morning of (B)(6) 2016. Transthoracic echo showed the 20 mm aso had embolized and was occluding the left ventricular outflow tract. The patient was taken to emergent surgery to remove the 20 mm aso. During the surgical procedure, the patient died.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.